Event description:
The customer reported the cable connection is unstable, device does not recognized cable with sensor connected. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found no external damage or defects. The unit powered on and off using both battery and ac power. The device does not detect known good tester or sensor and cannot take measurements. Internal inspection found a trace crack on the flex cable near component fb2. A known good flex cable was temporarily installed in the device and it is able to recognized the sensor and take measurements. The customer's flex cable was placed back in the device and the failure was present. The device does not detect the sensor due to cracked trace on the flex cable. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the cable connection is unstable, device does not recognized cable with sensor connected. No patient impact or consequences were reported.